Event description:
It was reported that the sponge of a minicap was protruding out from the cap and the sponge did not have enough iodine. This was found prior to use of the device. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This is report 1 of 10.

Manufacturer narrative:
(B)(4). The lot was manufactured between 9/11/14-9/18/14. The device was not returned and an evaluation was not performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This MDR will address the minicap that did not have enough iodine. The issue of a protruding sponge is addressed in report number 1416980-2015-01251. Should additional relevant information become available, a follow-up medwatch will be submitted.